Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. There were two occasions. The first occasion, the patient's blood glucose results were 157 mg/dl, 106 mg/dl, 220 mg/dl, 137 mg/dl, 255 mg/dl, 125 mg/dl, 197 mg/dl, 273 mg/dl. Tests were done within 10 minutes with a difference of 32%. The second occasion was in 2002, the patient's blood glucose results were 68 mg/dl, 164 mg/dl. Tests were done within 10 minutes with a difference of 73%. Patient did not experience any adverse events. No further information has been reported.